Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens haptic broke upon insertion into the eye. The incision ws enlarged and the lens was cut into pieces to remove the lens from the eye. A suture was required to close the wound. The injector model that was used was a msi-pm, the facility as unable to provide the injector lot number. The cartridge model that was used was aq cart fp and the lot number 1196789.